Manufacturer narrative:
Not available for return.

Event description:
An ovation prime abdominal stent graft system was implanted in the patient during endovascular repair of an abdominal aortic aneurysm. During the index procedure, the aortic body was positioned and deployed as expected. The final angiogram showed the presence of a type ia endoleak which was treated with implantation of a balloon expandable stent and ballooning. The physician believed the endoleak had successfully resolved and therefore elected not to perform a confirmation angiogram. Approximately two weeks following the index procedure, trivascular was notified that the patient had expired due to a ruptured aneurysm. The exact date of death is unknown at this time.